Event description:
A report was received from the hospital alleging that the use of the ventilator in non-invasive CPAP mode (continuous positive airway pressure) caused a pneumothorax to the pt sometime in 2008. Details about the circumstances surrounding, the event have not been received yet.